Event description:
Device report from synthes (B)(4) reports an event in sweden as follows: during surgery on (B)(6) 2013, when distracting, the turning knob broke. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Our investigation has shown that the thumb wheel screw sheared off in the thumb screw assembly. We found that the fracture face is homogenous which indicates material conformity. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. Due to the finding that the thumb wheel screw sheared off, the damage symptoms were indicative of excessive mechanical force applied during surgery. The present toothed rack retractor was analyzed for conformance to print specifications. Additionally, the device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.